Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports the starter hole was off center on twenty wafers. She used four out of the twenty wafers, which resulted in the wafers lifting prematurely after half day as opposed to regular wear time of two days. She further reported that she did not use the remaining wafers. No photo was provided.